Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? ---no information. If so, did the noise prevent insufflation? Please describe the noise. ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no information. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? If so, what device? ---no information. Was any torque being applied to the trocar or device? ---no information. The analysis results found that the devices (a and b) were returned in good visual condition. Upon evaluation of the devices, the duckbill was found to be slightly open at slit. A leak test was performed and the devices were noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch records were reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information requested: were any noises heard such as "whistling" or "hissing"? If so, did the "noise" prevent insufflation? Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? Was a device inserted in the trocar during the leaking? If so, what device? Was any torque being applied to the trocar or device?

Event description:
It was reported that during a laparoscopic colectomy procedure, air leaked a lot. The devices were used as-is to complete the case. There were no adverse consequences for the patient.